Event description:
During a colostomy procedure, the device was fired across the rectum, and it didn't staple correctly; it did not capture all of the tissue. Used a second tx60b or g (not sure which one) to complete the procedure. There was no patient consequence.